Event description:
It was reported that the patient with this pacemaker stated of being informed by the healthcare professional (hcp) that this device needs replacement due to a battery anomaly. The patient also stated that the clinic was notified by boston scientific about a potential battery problem that could lead to serious heart complications. The patient asked about coverage for the replacement costs. Technical services (ts) advised the patient to contact the device physician or billing department and then transferred the call of the patient to the warranty and reimbursement team for further assistance. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker provided their device needed to be replaced due to a battery anomaly. Technical services (ts) referred the patient to warranty for additional information. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. Additional information from the field representative confirmed the pacemaker was replaced prophylactically. This pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker provided their device needed to be replaced due to a battery anomaly. Technical services (ts) referred the patient to warranty for additional information. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. Additional information from the field representative confirmed the pacemaker was replaced prophylactically. This pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.